Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has power reel faulty. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10, h11. Corrected fields: h6 (medical device ¿ problem code). Getinge field service engineer (fse) visited site and replaced reel- power supply cable. Performed electrical safety tests and passed.the software was also updated- on a different jobs. Carried out leak and all tests, including the balloon function test on the trainer.

Event description:
N/a